Event description:
It was reported that during a procedure to treat a de novo lesion in the left anterior descending artery with mild tortuosity, heavy calcification and 90% stenosis, a balance middleweight (bmw) elite guide wire was advanced without resistance to the lesion and a non-abbott microcatheter was advanced without resistance over the bmw elite guide wire. Reportedly, when the physician attempted to change the bmw elite guide wire to a new non-abbott guide wire, the bmw elite guide wire was not able to be withdrawn from the non-abbott microcatheter. The non-abbott microcatheter and bmw elite guide wire were removed as a single unit. The guide wire was changed to a non-abbott guide wire and the same non-abbott microcatheter was used with no resistance noted. Rotablation and plain old balloon angioplasty were performed and a stent was implanted at the target lesion. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The complaint device was returned and the reported difficult to remove/resistance with the microcatheter was confirmed via returned device analysis. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. Additionally, a review of the lot history record revealed no non-conformances with the reported lot and a review of the complaint history did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.